Event description:
It was reported that approximately 54 months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, effusion, instability, difficulty walking and emotional distress. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-06-0230 - tru cc femoral size 3 left. (B)(6), 02-012-60-1480 - tru stem ext 14mm x 80mm. (B)(6), 1400-ag - cemex gento low viscosity 40g kit. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 208-05-03 - cc distal fem augment sz 3, 5mm. (B)(6), 208-05-03 - cc distal fem augment sz 3, 5mm. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear and instability. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag. H6: corrected health effect, medical device and investigation clinical codes.